Event description:
It was reported that the patient with this pacemaker system experienced syncope. There were no stored episodes in the device around the time of the syncope. A successful automatic threshold test was recorded a few days after the syncope event confirming appropriate capture at that time. Additionally, the patient came into the clinic a few days after the syncope event; however, the cause of the syncope is unknown at this time. This product remains in service. No additional adverse patient effects were reported.